Event description:
The pt had been receiving dilauded IV pca with a 0.05mg/hr continuous infusion and a 0.3mg demand dose. Orders were written to discontinue the continuous infusion 12 hours after a suragesic (pentange) patch was placed. The rn scrolled down to what they thought was zero but had scrolled past zero to the next setting which was 15 mg/hr. (The highest setting for the concentration) the pt received 19.7 mg dilaudid IV over 1.25 hrs and suffered a significant respiratory depression requiring 0.1mg naloxone IV x 6 doses over the following 1.5hrs.